Event description:
It was reported that during bunion surgery, the oscillating blade broke during use and was completely retrieved with a forcep. It was reported that there was no injury or delay and the procedure was successfully completed with another blade.

Manufacturer narrative:
No medwatch was rec'd from user facility. All sections on this form were completed by the MFR. Investigation results: all parts of the oscillator blade were returned for eval. The blade was rec'd with the hub detached from the blade at the weld. A visual examination found weld penetration. Further investigation was unable to determine the cause of the weld failure. A review of product history finds no other reported events for this failure mode.